Event description:
It was reported that a user attempting first time connection to a dexcom g7 continuous glucose monitor experienced pairing failure after a prior software update on the ilet system was incomplete, resulting in a compatibility issue; technical support guided a successful software update and device configuration to g7, after which the user reached the pairing screen and planned to complete pairing after the two hour warmup period. Symptoms included hyperglycemia with a reported blood glucose of 343 mg/dl, thirst, and nausea. Outcomes included no hospitalization or emergency treatment, a recent infusion site change, and no use of backup therapy. Investigation included technical troubleshooting and user education. Investigation of this case revealed a failed prior software update that prevented g7 compatibility until corrected. It was concluded that the event was due to software configuration incompatibility resolved through update and setup, with no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.